Event description:
The reporter states that she obtained a 13mg/dl and 136mg/dl blood glucose comparison on the accu-chek active s sys. The results were obtained within a 10 minutes timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New sys sent to customer and return requested.